Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d9(device avail for evaluation), g1(contact person), h6(clinical code).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a continuous beep. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.